Manufacturer narrative:
Vyaire medical file identification: (B)(4). Field service technician went onsite and calibrated transducers to include differential pressure. Technician tested device at various fio2 settings. Monitored and measured fio2 percentage readings in specification. Technician performed operational verification procedure. Ventilator meets factory specification.

Event description:
The customer reported device has flow and oxygen percentage delivery issues on the avea ventilator. The customer reported that there was no patient involvement associated with the reported event.